Manufacturer narrative:
Concomitant product: dtba1q1 crt-d implanted: (B)(6) 2016.

Event description:
It was reported that after the patient fell seven to ten feet, the right atrial (ra) lead was exhibiting oversensing and noise and the left ventricular (lv) lead was noted to have dislodged. An extraction with re-implant was scheduled. The cardiac resynchronization therapy defibrillator (crt-d) was interrogated on the morning of the extraction and revealed battery longevity of nearly seven years but showed an estimate of only ten months in the electrophysiology lab just prior to the procedure. Premature battery depletion was reported due to the sudden decrease in battery voltage and longevity. Lv output had apparently been increased. The crt-d was removed from the pocket and inspected with no apparent damage. The lv lead could not be extracted due to adhesion to the vasculature near the superior vena cava (svc). The physician closed the pocket and the patient was scheduled at another facility better equipped to perform the laser lead extraction. The crt-d and lv lead were subsequently explanted and replaced. No changes were made to the ra lead as the sensing issue was thought to be chatter from the dislodged lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.